Manufacturer narrative:
A haemonetics field service engineer evaluated the mcs®+ 8150 system. Haemonetics field service engineer was unable to duplicate the problem reported. The haemonetics field service engineer adjusted the line sensor and bowl optics values, device performed to specification with no errors. There was no evidence of a device malfunction found. The disposables used during reported event were not returned for manufacturer evaluation, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021, haemonetics was notified of a hemolysis occurred alarm, utilizing the mcs®+ 8150 system. Operator confirmed hemolysis occurred. Multiple unsuccessful attempts were made to obtain additional information, the patients health status and impact is unknown.